Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be determined. The product was not returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported that for several years following intraocular lens (iol) implant surgery in 2002, the lens helped her eyesight. However, over the past few years her eye feels like there is a film over it and she does not see as well as she did initially. A yag laser procedure was done two years following the implant surgery and she was told she had dry eyes. The consumer does not believe she has dry eyes. At the consumer's request, the surgeon was not contacted.